Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor¿s cable was found broken on one side and loose on the other. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury. Per subsequent follow-up with the hospital's nurse on 05-oct-2021, there was no damage or anything unusual observed on the instrument and there was no fragment that fell into the patient¿s anatomy. No photographic image of the device or a video recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor (part# 470318-10 / lot# n1021308 / sequence# 0228) associated with this event has been performed. Per this review of the logs, the instrument was last used on 07-sep-2021 on system serial# (B)(4) with 8 uses remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.